Manufacturer narrative:
Other relevant device(s) are: part number bi71000166, cable door assembly. A manufacture representative went to the site to inspect the imaging system. The door end switch was adjusted and the issue resolved. A system checkout was performed and all tests passed. No parts required replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the door sporadically shows door not closed.